Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, date of implant:(B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a recorded heart rate in the 170's (beats per minute) and that the physician manually delivered anti-tachycardia pacing but that no ventricular tachycardia (vt) episode was stored. The physician believed that the implantable cardioverter defibrillator (ICD) was improperly counting intervals and not storing episodes. Interrogation information was received and reviewed by qualified personnel. It was proposed that the rhythm was likely on the edge of the vt monitor zone, causing the rhythm to fluctuate in and out of the vt monitor zone which prohibited the continuous count from being met for vt monitor detections. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a recorded heart rate in the 170's (beats per minute) and that the physician manually delivered anti-tachycardia pacing but that no ventricular tachycardia (vt) episode was stored. The physician believed that the implantable cardioverter defibrillator (ICD) was improperly counting intervals and not storing episodes. Interrogation information was received and reviewed by qualified personnel. It was proposed that the rhythm was likely on the edge of the vt monitor zone, causing the rhythm to fluctuate in and out of the vt monitor zone which prohibited the continuous count from being met for vt monitor detections. The ICD remains in use. No further patient complications have been reported as a result of this event. (B)(6) 2022 a follow-up response was received which further reported that the interrogation information was reviewed by additional qualified personnel and it was determined that the device had function as programmed and did not store the episode due to the programmed settings. It was further reported that the ICD was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory had an observation relating to ventricular tachycardia (vt) detection. Corrected: d9 return date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the interrogation information was reviewed by additional qualified personnel and it was determined that the device functioned as programmed and did not store the episode due to the programmed settings.

Manufacturer narrative:
Corrected: b5 upon secondary review the reported event of the implantable cardioverter defibrillator (ICD) not storing an episode that the physician expected to see did not cause or contribute to death or serious injury and is not likely to do so if it were to recur. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.